Event description:
In preparation for a ligation procedure, the physician prepared to use a cook 6 shooter saeed multi-band ligator. It was reported that the user noted the bands were off the barrel before use. As the observation was made prior to patient contact, a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. And the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open box from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report, that bands had prematurely deployed in packaging. There were 3 black deployed constricted bands laying loose in the tray. There were no bands remaining on the barrel. A functional test could not be performed. However, a visual examination of the device was performed. The trigger cord was examined and all twelve deployment beads were present. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured within the tolerance. The trigger cord was intact and not broken. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report as there were 3 deployed bands laying in the returned tray. A definitive cause for this observation could not be determined because the actual prior to use product preparation and handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. Premature band deployment can occur if the device experiences excessive pressure during general handling or shipment. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.